Event description:
It was reported that the patient was implanted today, that she was unable to adjust stimulation, and that her programmer was displaying a por (power on reset) condition and ¿call your doctor¿ icon. Additional information received reported that everything was fine before leaving the hospital. Follow-up information received reported that it was unclear what caused the event, possibly the electric cautery. It was noted that the doctor facilitated a follow-up appointment the next day with the patient, the manufacturer representative turned the device on, ran an impedance check, checked the programmer, and everything was working properly. There was no device explant, the issue was resolved, and the patient was doing very well.

Manufacturer narrative:
Product ID 3889-28 lot# va06nup, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).